Event description:
After a plcr75b reload had been fired via a plc75 stapler in a lobectomy procedure, it was noted that only about 3 cm of the tissue had been transected and stapled. The procedure was completed by means of another plcr75b and plc75. The health of the patient was not adversely affected.

Manufacturer narrative:
The housing of the plc75 stapler was found to be misaligned with respect to the anvil. The result of this was that when functionally evaluated, the device produced malformed staples on the distal end. This is an unusual issue and it will be monitored.